Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was severely worn. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The grasping section was partially missing. The missing part was not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. Also, it was known that the contact mark occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the grasping section was broken off when the grasping section was subjected to a load. The above device handling has warned in the instruction manual as follows. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. After more than 30 minutes since the surgery began, an unspecified error occurred and the subject device became unable to activate output. The intended procedure was completed with another device. There was no patient injury reported. On november 20, 2019, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn and the grasping section was partially missing. It was not reported that the fragment fell inside the patient. This is the report regarding the severely worn tissue pad and the missing of the grasping section.